Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: unable to determine definitive root cause, however, it is likely related to a faulty o2 blender a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) # is not required as the mfg year was before UDI requirement. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the unit had a low fio2. No patient involvement.